Event description:
It was reported that "during catheter placement, burrs were found with the stylet inside the powerpicc catheter and the surface was not smooth. Additionally, foreign matters were adhered to the surface of the guide wire." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of residues present on the stylet is confirmed but the exact cause remains unknown. Two open single lumen 4 fr powerpicc catheters kits and catheters with stiffening stylet were returned for evaluation. The product labels indicated lot: regq4691. Each sample was inspected individually and both samples contained visible material residues in the stylet sections extending proximal to the yellow septum on the t-lock stylet assemblies. The stylets were removed from the catheter in order to inspect the entire lengths. The residues was found to distributed throughout the complete length of the stylet. Microscopic inspection of the residues revealed it to be a solid, opaque material. The material appeared to be the hydrophilic coating applied to the stylets during the manufacturing application process. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Based on the information provided, possible contributing factors include use of non-bd components and retraction of the stylet against resistance. Since residues were noted to be present on the stylet, the complaint is confirmed; however, the exact factors resulting the event remain unknown at this time.

Event description:
It was reported that "during catheter placement, burrs were found with the stylet inside the powerpicc catheter and the surface was not smooth. Additionally, foreign matters were adhered to the surface of the guide wire." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regq4691 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regq4691) have been reported from the same facility in china.